Event description:
It was reported to philips that the device was not delivering the correct energy during a routine op check. There was no reported patient or user involvement and no adverse patient/user impact.